Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a follow up, the surgeon found a vertical expandable prosthetic titanium rib (veptr) deformity as a curvature in the x-ray imaging. An extension of the veptr was conducted. The surgeon extended the right hybrid type at 1 cm and exchanged one gold clip. The surgeon will follow up on the patient. This is report 1 of 1 for (B)(4). This report is for an unknown veptr.